Event description:
A customer reported experiencing a cartridge alarm while using their insulin pump during pumping but did not have any previous issues with similar alarms on the same device. There was a reported blood glucose level within the normal range, as it did not exceed 500 mg/dl. Technical support confirmed the issue through consecutive alarms, prompting them to send a replacement pump to the customer. The customer was provided instructions on how to store the malfunctioning pump and informed about a 48-hour delay for the replacement pump to upload data to tandem source. The replacement pump was shipped without requiring a delivery signature, and the customer was advised on returning the defective pump.